Event description:
According to the customer on 5/9, "the sample port detached, the device was removed and was replaced by a new catheter. The patient was not harmed".

Manufacturer narrative:
According to the customer on 5/9, "the sample port detached, the device was removed and was replaced by a new catheter. The patient was not harmed". A sample is available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.